Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for failed battery alarm. The customer¿s blood glucose was unknown. Customer reported that pump alarmed with replace battery now. Customer reported that contacts are damaged. Advise to customer that we will send replacement battery cap. Customer decline to troubleshoot for pump¿s other issue. Advised the customer to revert to a back-up plan per hcp¿s instruction. The insulin pump will not be returned for analysis.